Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the pump display screen contrast was found to be dim with a pinkish coloration. Unrelated to the complaint, the battery compartment is cracked above the bumper grip; the returned battery cap was used for investigation and the pump was able to successfully power on. Also unrelated, the pump casing was found to be cracked between the display lens and the case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a dim/faded/discolored display screen. The reporter indicated that the issue did not resolve by resetting the contrast. The reporter confirmed that there was no noted moisture or corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.